Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's driveline (dl) exit site had purulent drainage, an odor, and appeared to be red, warm, and tender. The patient's driveline was positive for staph aureus, blood culture negative. Computed tomography (CT) revealed "complex fluid around the dl along most of the subcutaneous course of the tubing with associated subcutaneous edema and skin thickening from infection. It was thought this was most likely related to abscess around the tubing. This did not extend into mediastinum. The patient was discharged with keflex 500mg three times a day (tid) long-term. The patient returned on (B)(6) 2025 with purulent drainage and foul odor. The driveline culture was positive for mssa on (B)(6) 2025 positive for staph aureus. Blood cultures were negative. Another CT revealed "lvad with persistent infection/abscess around the dl site". Intravenous antibiotic ancef were given. Incision and drainage was performed on (B)(6) 2025 with wound vac placement. The patient was discharged home on keflex 500mg q6h x 2 weeks then tid long term. The patient returned again on (B)(6) 2025 with blood collection in wound vac and was taken to the operating for incision and drainage site cauterization with silver nitrate. Wound vac was discontinued, and the area was packed with wet-dry dressing and pressure tape. Warfarin was withheld. Another culture was taken of the dl and came back positive for staph aureus. The patient was continued on keflex.